Event description:
Pt in hospital for anterior hip arthroplasty. Following xray, stryker falcon blade tip had broken off in patient. Tip retrieved and blade and tip sequestered off operative field. No detectable frame. FDA safety report ID# (B)(4).